Manufacturer narrative:
Clarification d4: devices details: microtextured silicone mcghan breast implants. Sn and lot numbers are unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, breasts are hard and deformed but without pain. Device has been explanted.